Manufacturer narrative:
The reported events were cardiac perforation, separation failure, docking issue and ¿the tethers did not extend¿. As received, a catheter was returned in one piece with attached device and blood was noted at the distal cap region. The reported events of separation failure, docking issue and ¿the tethers did not extend¿ were confirmed x-ray examination of the catheter found both tether wires were fractured and buckled in the transition zone and the torque coil was offset distal to the transition zone. The cause of separation failure, docking issue and ¿the tethers did not extend¿ was due to fractured and buckled tether wires in the transition zone. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received yet.

Event description:
Related manufacturer reference number: 2017865-2025-10422 / 2017865-2025-10423. It was reported that the patient presented to an implant procedure. During the procedure, after fixation of the leadless pacemaker it would not separate from the delivery catheter. The delivery catheter was then unable to activate long tether mode and could no longer be docked into the device. The whole system was turned, the device was un-fixated and removed. The delivery catheter was replaced, and a new one was used for a second implant attempt with the same device. After having a difficult time reaching the desired position, the physician fixated the device, and the same issue was observed. The delivery catheter would not activate long tether mode, re-dock and failed to separate from the leadless pacemaker. The whole system was ultimately removed. A pericardial effusion was observed, and the procedure was aborted. The patient was implanted with a transvenous pacemaker a day later. The patient condition was stable.

Event description:
New information received indicated that the after an echocardiogram was performed, the pericardial effusion was successfully drained.